Event description:
It was reported that during a during a surgery, the ring of the product was broken. However, visual review of the returned part, identified that the product's fin was fractured. There was not patient involvement, as the issue was found at the warehouse. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of visual examination confirmed the reported event. The black plastic fin was fractured and the fractured piece was not returned. Nicks and gouges were observed around the device. Wear and tear consistent with potential field age of approximately 10 years were noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reporting source- (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a during a surgery the ring of the product was broken. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.